Manufacturer narrative:
It was reported that during a laparoscopic placement procedure of a ventralight st w/echo ps, a piece of the inflation balloon fell off. No additional details were provided and the sample was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. It is unclear at this time what may have caused the reported event. Regarding the deployment and trocar size recommendations the instructions-for-use states, "insert into the abdomen through the recommended minimum trocar or trocar incision site. Do not force the device through the trocar. If the ventralight¿ st mesh with echo ps¿ positioning system will not easily deploy down the trocar, remove the trocar and insert through the next largest available size trocar or through the trocar incision site and reinsert trocar." Per the instructions-for-use the recommended minimum trocar size for cat # 5955450 is 10mm. A review of manufacturing records was performed and found that product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in sep 2019. Should additional information be provided, a supplemental emdr will be submitted. Not returned - sample discarded.

Event description:
As reported, during the implant of a ventralight st w/echo positioning system in a laparoscopic ventral hernia repair procedure on (B)(6) 2020, a "green piece from the mesh fell off and was retrieved." The size of trocars used during the procedure were 5 mm and 12 mm. The mesh was successfully implanted and there was no reported patient injury. The surgeon is an experienced user of the echo ps inflation system.